Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime unit during prime test due to faulty force sensor. We were unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed no delivery and motor error. The customer's mother stated the pump alarmed during bolus. The customer's blood glucose was 140mg/dl. Assisted customer in performing fixed prime, insulin exited. The customer stated the insulin pump will be replaced and revert to backup plan.